Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle libre 2 complaint was investigated and there was no indication that the libre 2 application that would have led to the complaint. An attempted to replicate the user¿s complaint of signal loss using a similar configuration was performed and complaint was not able to be reproduced. Successfully received glucose alarm. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, with use with mobile (iphone, ios: 15.5). The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness but was able to self-treat (unspecified) after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and is currently undergoing investigation process. A follow up report will be submitted when all investigation activities are complete. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: h6 type of investigation, investigation findings, and investigation conclusions was updated, as codes were mistakenly entered for the initial report. A follow up report will be submitted once investigation activities are complete.

Event description:
A signal loss issue was reported with the adc device, with use with mobile (iphone, ios: 15.5). The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness but was able to self-treat (unspecified) after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A signal loss issue was reported with the adc device, with use with mobile (iphone, ios: 15.5). The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness but was able to self-treat (unspecified) after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00hf86ww has been returned and is currently undergoing investigation process. A follow up report will be submitted when all investigation activities are complete. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.